Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. Grommet/setscrew damaged.

Event description:
It was reported that the during implant of the implantable cardioverter defibrillator (ICD) the screw on the atrial connection was fixed so that the lead could not be inserted and fixed. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.